Event description:
Iridex became aware of the complaint involving conjunctival burn and scleral burn. The doctor was using a slow pass technique with power settings of 1250mw and 4000ms. The doctor reported hearing a 'sizzle' when activating the foot switch and the doctor observed a conjunctival burn that worsened with each additional application. A total of 9 applications were completed resulting in a scleral burn. It was noted that the patient had a pigmented conjunctiva and there was a small amount of blood on the surface of the eye caused by the injection of the anaesthetic. Per the IFU, 'scleral burns are not typical and may indicate contamination at the device tip.' The IFU provides instructions for maintaining cleanliness of the device tip ' keep the device tip clean to minimize the risk of burns to the ocular surface. If the tip accumulates debris or "charring"during the procedure, clean it gently with an alcohol swab. If the "charring" or discoloration on the tip cannot be removed by gentle cleaning, discard the device. Scleral burns are not typical and may indicate contamination at the device tip. If a scleral burn occurs, discontinue use and replace the device immediately.' The IFU also contains a warning regarding potential harm that may result from use of a device with contamination on the fiber optic tip and activating the laser in areas with perilimbal conjunctival pigmentation. Per the IFU 'excessive treatment power may result in ocular surface burns or ciliary body hemorrhage. Contamination of the fiber optic tip by blood or tissue char may result in ocular surface burns. Excessive energy may cause equatorial burns. Heavy perilimbal conjunctival pigmentation may result in local absorption and burns; therefore, avoid areas of heavy perilimbal pigmentation.' Iridex maintains a robust post market surveillance and complaint handling program. A 5 year complaint history review was completed in response to this report. The results of the review indicate that this issue is not part of an increasing trend.